Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a lap cholecystectomy procedure, the proximal end (crotch) of clip did not close completely on approximately the ninth clip. The previous clip formed fine, wig complete proximal closure. There were no patient consequences. Case completed with another device of the same product code.